Manufacturer narrative:
Exemption e2015054. (B)(4). One complaint was received during this report period. One has investigations which are currently pending. The reported device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 1 malfunction events which is associated with problems introducing or inserting the device, even if the user is operating the device in accordance with the instructions for use or labeling. Patient information was not confirmed for the event.